Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 with high ventricular rate (hvr) episode on the pacemaker. Review of the transmission revealed that they were caused by post paced t wave oversensing. The device was not reprogrammed. The patient will be monitored going forward. There were no adverse consequences to the patient.